Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient was advised to reinstall the g5 application. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 01/07/2016. The complaint of loss of connection was confirmed.